Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue; guide cath: hyperion 6fr spb3.5. The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a de novo lesion in a mildly tortuous and heavily calcified mid left anterior descending artery that was 90% stenosed. A 2.5 x 15 mm traveler balloon dilatation catheter (bdc) was used and was inflated twice at 10 atmospheres. It was reported that the device may have met initial resistance with the anatomy during advancement. The balloon then ruptured during the second inflation; therefore, the device was replaced with a non-abbott bdc to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.